Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that they only experienced symptom improvement for the day after implantation of the implantable neurostimulator (ins) and since then they had been experiencing urge incontinence, urgency-frequency, had to get up every two hours at night, not getting any sleep, and could not go anywhere. It was also reported that the patient had no stimulation sensation from the ins. The patient did state that they did feel the stimulation at the time when their healthcare professional (hcp) adjusted the stimulation at their last appointment in (B)(6) 2014, the patient could not feel the stimulation that evening and the next day. The hcp had changed program 1 to program 2 and told the patient not to change until they were seen next month. The patient was on program 2 at 1.8 volts. It was also noted that the patient had difficulty finding the site to place the antenna/programmer on the implant site. It was later reported that the patient never had therapeutic effect from their ins. The patient stated that they may have been getting 20% therapeutic effect since implant. The patient had talked to their nurse practitioner (np) in the hcp¿s office and they advised they would help them change their program, but the patient wanted to change it now. The patient was on group 3 at 3.9 volts. The patient stated that they wetted their pants and was going to the bathroom. It was further reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had an appointment on (B)(6) 2014. The device wasn¿t working at all and the patient was very discouraged.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0enlt, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).